Manufacturer narrative:
(B)(4). Date sent: 10/19/2022. Investigation summary: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue supported by surgical instruments. At the minute 01:38 was observed the jaws placed in the tissue with a loaded gold cartridge. In the minute 02:36 the jaws are removed from the tissue and the entire staple line was observed to be completed. In the minute 03:09 it was observed what appears to be a piece of plastic on the staple line and is removed by a surgical instrument. In the minute 03:32 the camera was observed to be removed from the body cavity and the plastic piece is shown that was placed in a plastic container. In the minute 04:14 the jaws are shown with another golden cartridge loaded unfired into the body cavity. The reload was observed to be fired and was noted that the staple line was deployed in the tissue as expected. In the minute 04:41 the device was removed from the body cavity with a piece of tissue. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2023. Additional device evaluation: the returned material has a similar thickness compared to the polyethylene test skin used during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic procedure on pneumothorax, pneumothorax part was cut by 2 firings. Then foreign matter like a transparent suture about 1cm was found between 1st and 2nd staples. The foreign matter was removed. The device was pcee45a, and the cartridge was gst45d. The device was used as is to complete the case. The surgeon comment is below. There is a possibility that the foreign matter was from the device, or from the forceps that has been reused and the sterilization was not enough. The patient has no medical history and drainage was not performed, so there is no possibility that the suture was originally left in the patient. The foreign matter seems to be 2-0 monocryl, but it is transparent, so it is not determined that the foreign matter is an ethicon product. As a test, eog sterilization was performed on pds suture, and it was melted away, so the foreign matter should not be pds suture. Foreign matter will be returning in the case. The foreign matter was cut in half, and half was used for the sterilization test at the hospital. The device and the cartridge have been discarded. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).date sent: 11/28/2022investigation summary:the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that one piece of foreign materials was received in the rdl materials lab inside of a plastic tube. The material was reportedly recovered from inside the body during a procedure. The images of the returned piece were taken and the material was analyzed using fourier transform infrared spectrometer (ftir), which can identify the composition of a polymer by passing an infrared beam into the material and measuring the wavelength of the light absorbed by the material. The piece was identified as polyethylene. Polyethylene is not used to make components of the gst45d cartridge nor the delivery device. Polyethylene is a common engineering material that is used to make many articles that the device would be exposed to during its life cycle. During manufacturing these include packaging, test skins used on the line, and gowning. During use items such as sutures and gowning are made of polyethylenethe event described has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.no lot/batch was provided, and the lot/batch history records could not be performed.